Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Primary op notes indicate trial components were inserted and range of motion and stability were checked. A deep medial collateral ligament and lateral retinaculum releases were required to achieve acceptable extension and flexion. Gaps were found to be well-balanced and excellent patellar tracking was observed. Revision operative notes confirm a painful knee and severe contracture with limited range of motion 5-80 degrees. Pro-operatively it was determined that the articular surface would be revised to a thicker poly or if the problems were identified with the integrity of the ligaments, the system would be revised to a more stabilizing implant. The femoral component was found to have fibrous ingrowth, with slight internal rotation. The pcl was found to be essentially non-functional. It was determined to revise the system to provide reinforcement for the knee. The femoral component was removed using osteotomes to break up the cement-implant interface and was explanted with no significant bone loss. Wear debris and osteolysis had caused loss of the posterior condyles. The package insert states that "progressive bone resorption (osteclysis) as a result of foreign-body reaction to wear debris" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.